Event description:
The customer reported to olympus there was a defect in the bending section and insertion tube on the cysto-nephro videoscope. No patient harm was reported. The device was returned for evaluation, and there were foreign objects in the control section. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation the customer¿s allegations were confirmed as the connecting tube had a buckling. Additional findings include the following: the bending section could not be controlled due to foreign objects in the control section; water tightness was lost due to a pinhole in the connecting tube; a foggy image occurred due to damage on the objective lens; the objective lens had corrosion; the light-guide bundle was slipping down; the forceps could not be inserted smoothly due to a dent in the channel tube; the control unit was sticky due to a water leakage; the forceps elevator lever had discoloration; switch 2 and switch 3 did not work due to corrosion; the video cable had a wrinkle; the light guide connector, the up/down plate, and the universal cord were sticky; the label on the light guide connector was peeled; the electrical contact of the video connector was shaved; the adhesive on the bending section cover had a chip, due to a pinhole on the channel tube, water tightness was lost; and the video connector case was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.